Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. The suture broke when sewing. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot and no non-conformances related to the reported complaint condition were identified. Summary: three pictures were received for evaluation. After visual inspection of three pictures a foil packet, an empty labeled winding former, a detached from the suture of product code vcp357 could be observed. The suture appears to be broken near of the swage area of the needle. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 275 ug/m.